Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no failures upon arrival, powered down the station and checked the rear connections for any signs of damage, cleaned the latch, open/close, and position sensors, verified that all connections were properly seated, and reseated the retractor bands. After restarting the station, there were still no failures observed in the application, then tested the unit in hardware test application (hta), and all tests passed successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 repeatedly failed. When attempting to close, the drawer did not close, so the user forced it shut and subsequent attempts to reopen the drawer were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.